Event description:
The customer states that a false positive result has been generated by the architect stat troponin-I assay. One patient generated an initial result of 0.139 ng/ml. This result was reported from the lab. The sample retested at 0.044, 0.046 and 0.043 ng/ml. The customer uses a troponin-I cut-off value of 0.05 ng/ml. A corrected report was issued by the lab. There is no impact to patient management reported other than the patient was kept as an in-patient.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Architect stat troponin-I reagent (2k41-23), lot: 36123un09. Architect i2000sr analyzer (3m74-01): isr04011.